Event description:
It was reported that the patient was currently admitted inpatient due to a covid-19 infection. It was also noted that the patient had been having bradycardia and increased seizures, and the nurse/patient's father would like someone to interrogate the vns generator. No additional relevant information has been received to date.